Event description:
A 31 yr old female, 3 weeks status post vaginal sling operation using inside to vaginal wall and use of bone anchor, developed worsening symptoms of pubic bone pain associated with inability to ambulate. Initial surgery was on 9/24/1998. Computer tomography scan, bone scan, and abdominal x-ray show evidence of mild dislodgement of the right sided bone anchor suture out of the bone with a small cavity area in the bone consistent with possible osteomyelitis. Pt underwent infrapubic exploration & removal of bone anchor.